Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ets,upn: unknown,model: unknown,serial: unknown,batch: unknown.

Event description:
It was reported that the patient that is enrolled in envision a7007 clinical study developed a wound infection near the implantable pulse generator (ipg) of the spinal cord stimulator (scs) implant site. The patient stated that the area had become sore and a wound developed over the past several days. The patient was hospitalized to address the possible infection and the wound. The patient and underwent a procedure to treat the infection. Additional information was received that the patient underwent a procedure in which the device was explanted.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient that is enrolled in envision a7007 clinical study developed a wound infection near the implantable pulse generator (ipg) of the spinal cord stimulator (scs) implant site. The patient stated that the area had become sore and a wound developed over the past several days. The patient was hospitalized to address the possible infection and was prescribed antibiotics. The patient underwent a procedure to treat the infection. Addittional information was received that the patient underwent a procedure in which the device was explanted. It was further clarified that the infection of the wound was confirmed on the right buttock, the site of the ipg. The physician stated that there was no clear cause, other than the patient has suffered from chronic infections at the ipg site. The patient was given antibiotics, and discharged from the hospital five days post explant. The event was assessed as not being related to the procedure and possibly related to the device system. The patient and the event are recovering. It was additionally reported that the patient experienced poor wound healing of the left buttock at the ipg site. It was additionally reported that there was erosion at the ipg site, and that the event resolved.

Event description:
It was reported that the patient that is enrolled in envision a7007 clinical study developed a wound infection near the implantable pulse generator (ipg) of the spinal cord stimulator (scs) implant site. The patient stated that the area had become sore and a wound developed over the past several days. The patient was hospitalized to address the possible infection and the wound. The patient and underwent a procedure to treat the infection. Addittional information was received that the patient underwent a procedure in which the device was explanted. It was further clarified that the infection of the wound was confirmed on the right buttock, the site of the ipg. The physician stated that there was no clear cause, other than the patient has suffered from chronic infections at the ipg site. The patient was given antibiotics, and discharged from the hospital five days post explant. The event was assessed as not being related to the procedure and possibly related to the device system. The patient and the event are recovering. It was additionally reported that the patient experienced poor wound healing of the left buttock at the ipg site.

Event description:
It was reported that the patient that is enrolled in envision a7007 clinical study developed a wound infection near the implantable pulse generator (ipg) of the spinal cord stimulator (scs) implant site. The patient stated that the area had become sore and a wound developed over the past several days. The patient was hospitalized to address the possible infection and the wound. The patient and underwent a procedure to treat the infection. Additional information was received that the patient underwent a procedure in which the device was explanted. It was further clarified that the infection of the wound was confirmed on the right buttock, the site of the ipg. The physician stated that there was no clear cause, other than the patient has suffered from chronic infections at the ipg site. The patient was given antibiotics, and discharged from the hospital five days post explant. The event was assessed as not being related to the procedure and possibly related to the device system. The patient and the event are recovering.

Event description:
It was reported that the patient that is enrolled in envision a7007 clinical study developed a wound infection near the implantable pulse generator (ipg) of the spinal cord stimulator (scs) implant site. The patient stated that the area had become sore and a wound developed over the past several days. The patient was hospitalized to address the possible infection and the wound. The patient and underwent a procedure to treat the infection. Additional information was received that the patient underwent a procedure in which the device was explanted. It was further clarified that the infection of the wound was confirmed on the right buttock, the site of the ipg. The physician stated that there was no clear cause, other than the patient has suffered from chronic infections at the ipg site. The patient was given antibiotics, and discharged from the hospital five days post explant. The event was assessed as not being related to the procedure and possibly related to the device system. The patient and the event are recovering. It was additionally reported that the patient experienced poor wound healing of the left buttock at the ipg site.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.